Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implantation procedure, upon lens insertion it was noted that the trailing haptic was fully detached from the lens. The lens was cut, removed and replaced during initial procedure. The surgery was prolonged as the patient experienced corneal edema and had suture as additional procedure. The suture was removed on a later date and the prognosis was good.

Manufacturer narrative:
The file indicates, the use of a non-qualified cartridge. The company cartridge is only qualified for this company lens with a diopter range of 6.0 - 25.0. The root cause is most likely, a failure to follow the dfu. The IFU instructs that an company qualified delivery system and ophthalmic viscosurgical device (ovd) combination should be used. The use of an unqualified combination may cause damage to the lens. And potential complications, during the implantation process. The manufacturer internal reference number is: (B)(4).